Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the compressor. The compressor was replaced to remedy the report. The device was recertified and returned to the customer. Further investigation revealed that the ventilator had been placed on the patient bed and not properly secured before the MRI scan. According to zoll ventilator operator's guide, the device must be mounted on an MRI- compatible cart and kept outside the 130 gauss field line. Additionally, the carts wheels must be locked, and the ventilator should be positioned before the patient enters the MRI bore. These precautions were not followed. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure -1001 " error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.